Event description:
During a laparoscopic preperitoneal right inquinal hernia repair procedure, plastic white rig of the device fell into pt's abdominal cavity. Doctor retrieved the plastic ring. No pt consequences. Case completed with another device of the same product code.